Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the battery longevity had previously 1.5 years remaining. Technical services recommended immediate replacement. The patient is not having any symptoms and does have an intrinsic rhythm. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the battery longevity had previously 1.5 years remaining. Technical services recommended immediate replacement. The patient is not having any symptoms and does have an intrinsic rhythm. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the battery longevity had previously 1.5 years remaining. Technical services recommended immediate replacement. The patient is not having any symptoms and does have an intrinsic rhythm. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced successfully. No additional adverse patient effects were reported.